Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The premature deployment was confirmed as the device was returned with the stent fully deployed out of the delivery system. The difficult to advance into the introducer sheath was not tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation determined that the reported premature deployment was likely due to circumstances of the procedure. It is likely that the reported resistance during advancing the absolute pro in the introducer sheath was due to interaction with the introducer sheath. It is likely that the sheath was bent or collapsed causing resistance and resulting in the distal sheath of the absolute pro to slightly retract/wrinkle resulting in partial stent deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. While advancing the absolute pro in the 7fr introducer sheath, resistance was met. When the device was removed it was noted that the stent implant had partially deployed, still remaining on the delivery system. Another absolute stent was used to successfully complete the procedure. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.